Manufacturer narrative:
The pump has been returned, and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history did not indicate that the pump was unable to detect the cartridge. During evaluation the pump emitted a no cartridge detected warning during the load cartridge step. The force sensor was found to be reading low force. The force sensor resistance was found to be high. Contamination was observed on the force sensor assembly. (B)(6).

Event description:
The pump has been returned, and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be reading low force. This report is being made based on the evaluation results. There is no adverse event associated with this event.